Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the vertical column motor after identifying a burnt connector on the bottom of the motor while addressing error 23062. Although error 41113 could not be replicated during troubleshooting, it was suggested that the blue fiber cable may have been unplugged or the breaker flipped while the system was still powered on, potentially contributing to the error. The affected part was replaced, and the system was restored to operational status.

Event description:
It was reported that during the setup for an inguinal hernia (unilateral) procedure on a da vinci 5 system, technical support was contacted due to an error occurring with the console. The site attempted multiple system reboots and followed troubleshooting guidance, including disconnecting and reconnecting system consoles, which resulted in continued faults with one console. The site proceeded with the procedure using a single unaffected console while awaiting further service follow-up. The procedure was completed as planned with no report of patient injury.